Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported incident of a red heart alarm that could not be silenced was confirmed. The returned system controller was connected to laboratory equipment and the system did not operate. There was a continuous alarm active and the red heart visual alarm noted. The evaluation of the device revealed a damaged/shorted component. The analysis could not determine the specific root cause of the damaged/shorted component. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient received a red heart alarm that could not be silenced. The log files retrieved from the system controller had the wrong date, wrong speed, and did not make sense. The patient was in a panic and was feeling dizzy. The system controller was replaced.